Event description:
It was reported that the subject balloon catheter was used in the study procedure for the proximal face of clot at the left ica (internal carotid artery)- cervical (not t), extending to mca (middle cerebral artery)-m1. During the procedure, the dissection occurred at the left ica. Therefore, stenting was used to treat the target occlusion also treated dissection. There were no serious adverse event or neurological deterioration reported to the patient. The procedure was completed, and the dissection was resolved. 24 hours post procedure, the patient¿s neurological assessment showed national institute of health stroke scale (nihss) of 9. The patient was discharged on day 5-7 with nihss of 6 and mrs of 3. 30 days post treatment, the patient¿s mrs of 2. No other information was provided.

Manufacturer narrative:
Although the DHR (device history record ) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the study procedure, dissection occurred at the left internal carotid artery (ica) and stenting was used to treat the dissection. Additional information provided by the customer indicated that no issues were encountered during use of the subject balloon catheter that led to the vessel dissection, continuous flush was maintained during the procedure, and the flowgate2 balloon catheter performed as intended. Based on the information provided, the relationship between the subject device and vessel dissection cannot be definitively determined. The reported 'patient vessel dissection' is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that the subject balloon catheter was used in the study procedure for the proximal face of clot at the left ica (internal carotid artery)- cervical (not t), extending to mca (middle cerebral artery)-m1. During the procedure, the dissection occurred at the left ica. Therefore, stenting was used to treat the target occlusion also treated dissection. There were no serious adverse event or neurological deterioration reported to the patient. The procedure was completed, and the dissection was resolved. 24 hours post procedure, the patient¿s neurological assessment showed national institute of health stroke scale (nihss) of 9. The patient was discharged on day 5-7 with nihss of 6 and mrs of 3. 30 days post treatment, the patient¿s mrs of 2. No other information was provided.